Event description:
It was reported that the user received an alert 38 indicating a motor stall on the ilet pump, after which a dry run and a complete supply change with new cartridge, connector, and infusion set were performed and were successful. Symptoms included no reported clinical effects. Outcomes included no interruption of therapy and no medical intervention or hospitalization. Investigation included user troubleshooting with device restart procedures and replacement of disposable components. Investigation of this case revealed that the device functioned as expected following the dry run and supply change, indicating a transient motor stall that resolved with standard troubleshooting and new disposables. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient device stall that did not recur after corrective actions.

Manufacturer narrative:
Initial.